Manufacturer narrative:
The customer's biomedical engineer attempted to perform system verification testing and determined the instrument luminometer was not performing within specification. The biomedical engineer required assistance and a beckman coulter field service engineer (fse) was dispatched and replaced the instrument luminometer and verified instrument operation was acceptable, including dil-factor settings. The fse noted the luminometer had recently been replaced but was not performing within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. On (B)(6) 2013, the customer stated the only testing performed, after the patient had been advised of a miscarriage, was repeat testing of the initial patient sample on the original access 2 instrument and a second access instrument. Amended results were reported to the hospital's laboratory medical director. In conclusion, the likely cause of the event was the wash luminometer. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00683.

Event description:
The customer reported erroneously low beta human chorionic gonadotrophin (bhcg) results, for two patients, involving access 2 immunoassay system used in conjunction with the access bhcg assay and calibrator. The erroneous results were released out of the laboratory. One patient¿s initial result was interpreted as a miscarriage and the information was communicated to the patient. The patient returned and had additional diagnostics that indicated the patient was six weeks pregnant and no miscarriage had occurred. The same sample was retested on the original and an alternate access 2 system and produced higher bhcg results. There was no report of patient injury or change in patient treatment associated with this event. The patients¿ samples were collected in serum gel tubes and centrifuged at either 3,000 or 4,000 rpm (rotations per minute) for ten minutes, at ambient temperature. Patient samples are collected by the phlebotomists who are trained to invert the tube several times following the collection and retain the sample until it has sufficiently clotted. Patient samples were analyzed in the primary tubes and refrigerated prior to repeat testing. The customer indicated weekly maintenance was current and there had been no issues with system check performance. The customer stated three levels of tbhcg2 controls were performed and all had been in range without any issues. The customer stated the laboratory also performed a fertility control with a mean near 16,000 uiu/ml which was within range and no issues were noted on either instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one of two referencing the patient on the event date noted.